Manufacturer narrative:
(B)(4). The customer returned one dilator for investigation. A visual exam was performed and it was observed that the dilator contained signs of use in the form of biological material on the tip. No defects were identified. The length of the dilator, the inner diameter in the hub of the dilator, and the inner diameter of the dilator extrusion tip were measured and all were found to be within specification. A guide wire from lab inventory was able to pass through the returned dilator with minimal resistance. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding". The reported complaint of spring-wire guide/dilator resistance could not be confirmed by complaint investigation. A guide wire from lab inventory was able to pass through the returned dilator with minimal resistance. The dilator passed all relevant dimensional testing. A DHR review was performed with no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer alleges that during insertion, the swg (spring wire guide) couldn't pass through the dilator due to the dilator tip def ormity/narrowing. A new kit was used without issue.

Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. A similar device is sold in the us.

Event description:
The customer alleges that during insertion, the swg (spring wire guide) couldn't pass through the dilator due to the dilator tip deformity/narrowing. A new kit was used without issue.